Event description:
T was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 due to extrusion. It was reported that on (B)(6) 2009 the patient underwent lysis of adhesions and bso. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, cystocele. It was reported that patient underwent mesh excision/revision on (B)(6) 2011 by dr. (B)(6) due to eroded posterior vaginal mesh. It was reported that patient underwent mesh revision on (B)(6) 2006 by dr. (B)(6).